Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. An additional lot number was reported (lot m001563). Device not returned.

Event description:
It was reported that the pump stopped fill tubing after filling the cartridge with insulin during the load process. The customer's blood glucose level was 96 mg/dl. It was confirmed that the customer had a backup method of insulin delivery available.